Event description:
It was reported that during prep for a diagnostic procedure, a catheter break occurred. As the 6f runway fr4 guide catheter was being prepped, it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the runway guide catheter was received inside an opened inner packaging pouch and shelf box. There was no damage to the packaging. The shaft was kinked 32.5cm from the edge of the strain relief. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during prep for a diagnostic procedure, a catheter break occurred. As the 6f runway fr4 guide catheter was being prepped, it was noted that the catheter was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).